Event description:
It was reported that the patient presented for remote follow up with episodes of non-sustained right ventricular oversensing due to myopotential oversensing. Programming changes were made in clinic. The patient was in stable condition.